Manufacturer narrative:
Note: product reference 4433750 not cleared for sale in the USA, but this reference has the same catheter as the product reference 5433750 cleared under #510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared on this batch of access ports. Investigation results: the access port housing has been returned for analysis. The catheter was not returned. The access port housing was measured. A leakproofness test was performed after having connected a catheter from stock. The returned device is compliant with our specifications. No failure detected on this part of the device. Conclusion: the returned access port housing presents no defect. The complaint cannot be confirmed and no hypotheses can be made to explain the extravasation observed at the port/catheter junction. This is a rare incident. The IFU's specify to always verify that the port and catheter are functional before attempting to start an infusion. If resistance to injection is noted, or if swelling occurs around the port or along the catheter, device malfunction should be suspected and infusion should be stopped. No corrective action is envisaged.

Event description:
Extravasation at the junction of the reservoir with the catheter, causing oedema.